Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible except where desiccation was observed on the free margin of the left and right cusps. A tiny tear that appeared to have occurred during implant was noted on the free margin of the left cusp. The right and non-coronary cusps appeared intact.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the left main coronary artery was compromised and the patient experienced a poor heart rhythm. The valve was explanted and aother valve was successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.